Manufacturer narrative:
The manufacture information was not available. Initial reporter phone number: (B)(6). The date of manufacture was not available. Device evaluation: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and it was confirmed that the saw head was frozen. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be immersion during cleaning.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 10, 2012. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure the battery reciprocator device "stopped working". It was reported that there was a five minute delay to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.